Event description:
Event description cpi received information that this sweet tip bipolar lead (4269) was removed from service after only a one week implant, due to the lead dislodging two times. Another (4269) is implanted in the patient. A medtronic lead was implanted also.